Manufacturer narrative:
H10: additional information received from the authorized service provider (asp) engineer: confirming the battery failure error was in fact a 1124 "battery failed" error. The asp also stated that that the battery was less than 5 years old based on the date of manufacturing and mentioned that a battery replacement resolved the 1124 error code. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported after scheduled servicing of v60, the unit now displays a battery error. Not in clinical use at time of discovery and no reports of harm. Investigation is ongoing.